Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation associated with the single leaflet device attachment (slda) appears to be due to user technique of grasping/ capturing. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with grade 4, and a posterior leaflet flail. A mitraclip xtw was deployed on the posterior leaflet at lateral a2/p2. It was noted that there was not enough tissue inserted into the clip, which resulted in a single leaflet device attachment (slda). The leaflet that the clip detached from was the posterior leaflet. After the slda the mr grade returned to the original grade of 4. To stabilize the slda clip, two additional mitraclip nt devices were deployed lateral to the xtw clip. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.